Event description:
It has been reported to philips that the system did not produce fluoroscopy. The system was being prepped for clinical use at the time of the reported event. The patient was moved to another room to have the procedure done. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was delayed and completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was down due to no fluoro. Customer rebooted the system, but issue persists. Review of the log files shows ¿timeout establishing connection with the generator" error. Upon troubleshooting the philips field service engineer (fse) went onsite and found that the cube in the e cabinet was not powering on. To resolve the issue, fse adjusted the 24v power supply and reseated the connector on the cube. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.